Manufacturer narrative:
The insulin pump was received with blank display due to cracked and bleeding lcd glass. The displacement test and the test for missing segments/partial display were unable to be performed due to blank display. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window and cracked case at the display window corners.

Event description:
Customer reported via phone call blank display. Customer's blood glucose level was 168 mg/dl. Customer advised the device screen is blank and the letters are hardly legible. Troubleshooting for the blank display was performed. Customer replaced the battery and advised the screen came on, however, there is a black v shape on the screen and the sides are blanked out. Troubleshooting for the partial display was performed. Customer was advised to replace the battery and the display did not return to normal. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.